Manufacturer narrative:
We reviewed the device history file. No other injury complaints from this lot of product.

Event description:
Female pt was being treated with biofeedback/eeg by clinician. Site or sites on scalp developed infection, possibly (B)(6) infection.